Event description:
It was reported that at follow up, high pacing lead impedance was observed. X-rays showed lead dislodgement. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 31.2cm to 31.6cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. The reported high pacing lead impedance could not be confirmed.